Event description:
It was reported that the patient underwent a system explant procedure due to ipg erosion. The patient was doing well postoperatively and the explanted devices will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: 14758415.